Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03138. It was reported that vessel perforation occurred. The target lesion was located in the severely tortuous and 90 percent severely diffused calcified left anterior descending artery (lad). A rotawire and a 1.50mm rotalink plus were selected to be used. During the procedure, an unspecified balloon and other devices were unable to cross the severely tortuous left main coronary artery to proximal lad and from mid lad to distal lad. The physician started to ablate the outside of the bend with the burr and floppy wire. In order to shave the inner part, the floppy wire was changed to extra support wire. However, the wire was running at the circumference of the blood vessel and the burr was advanced along with the wire and during ablation, perforation occurred. The device was immediately removed from the patient's body and a non bsc perfusion balloon was used to stop the bleeding, but it was noted that it was detached inside the catheter and was lost as it was not a suitable size. Then the physician used one size up non bsc perfusion balloon to control the bleeding, but the patient's condition became worst and the bleeding was not controlled. Then, two non bsc stents were placed and the bleeding was controlled. No further patient complications were reported and the patient's condition was stable.